Manufacturer narrative:
Lot # unknown as it was not provided. (B)(4). . Investigation: a review of the documentation, quality control(qc), personnel interview and a visual inspection of the complaint device was conducted for the purpose of this investigation. The affected product was returned intact with a slit sleeve secured near the midpoint (sleeve not part of the original product). The returned catheter showed signs of bio matter and iodine based cleaning solution as well as a thin layer of fragile clear substance which removed in flakes. (B)(4) is an uncoated catheter, therefore the clear substance is unlikely derived from the catheter. The director of clinical support and logistics was consulted to identify the unknown substance. The unknown substance likely urine or bile depending on the location of the drainage catheter. Instructions are in place to examine entire package for defects. Reject package if it contains any visible cuts, holes or foreign matter (dirt, hair, paper, fuzz, etc.). There is no evidence to suggest that the product was not manufactured to specifications. There does not appear to be any apparent defect of the catheter and no product failure has been described. Build up of the residue was most likely related to the way the catheter was maintained and/or the patient presentation. This could be a normal occurrence in some patients. This complaint is considered unconfirmed.

Event description:
On (B)(6) 2015, approximately three weeks after the percutaneous catheter placement in the bladder, the catheter was removed from the patient on removal of the liver. Then, the physician confirmed that there were several pieces of unknown substance which looked likely to have been derived from the catheter remained near and on the catheter. Also, it was noted that the drainage catheter was already migrated outside the bladder when the liver was removed. Some pieces of the substance remained in the patient, but there have been no problematic symptoms reported.

Manufacturer narrative:
Catalog number: p8.3g-38-35-p-5s-pig-hirata-011480. The event is currently under investigation.

Event description:
On (B)(6) 2015, approximately three weeks after the percutaneous catheter placement in the bladder, the catheter was removed from the patient on removal of the liver. Then, the physician confirmed that there were several pieces of unknown substance which looked likely to have been derived from the catheter remained near and on the catheter. Also, it was noted that the drainage catheter was already migrated outside the bladder when the liver was removed. Some pieces of the substance remained in the patient, but there have been no problematic symptoms reported.